Event description:
In 2008 - tech head section out of slide brackets. About two days later, tsr stated, he did find the head section not moving. He found the head section pivot arms had slide out of the slider pivots, he stated that there was not injury.